Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during therapy on the home choice (hc). The home patient (hp) stated she was still connected. The technical service representative (tsr) instructed the hp to cycle the power twice to press go to start and instructed the hp to disconnect, remove the cassette and discard the supplies. The tsr explained the alarm. The tsr advised the hp to contact the nurse. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp stated that she was no longer using the cycler as the therapy did not work for her. No patient injury or medical intervention was reported. There was patient involvement. No further information was given.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed and the cause was not identified because the sample was not returned for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted. Additional investigation is being conducted through ncr number (B)(4).